Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered esophageal fistula which required surgery. The patient¿s medical history is unknown. The patient was reported to be in critical condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).